Manufacturer narrative:
It was reported that the ventilator's o2 hose coupling was disconnected. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the o2 hose coupling was disconnected during standby. The quick coupling was replaced to solve the issue. Device passed all performance tests and device was put back into clinical use. The issue was decided to be reported as unexpected disconnection of the o2 hose, may lead to leakage during ventilation, which may lead to insufficient ventilation, low o2 concentration provided to the patient or no ventilation to the patient. There was no patient involvement. The cause of the disconnection was malfunction of the quick coupling, however it was not pointed about part being damaged in any way, so it was unexpected malfunction. The root cause of the reported issue has not been determined.

Event description:
It was reported that the ventilator's o2 hose coupling was disconnected. There was no patient involvement. Manufacturer's ref. (B)(4)

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 - manufacture date previous manufacture date: 11/20/2015. Corrected manufacture date: 11/19/2015.